Event description:
Report 1 of 2 it was reported that during an ebus (endobronchial ultrasound) the balloon fell off the ultrasonic bronchofibervideoscope into the patient¿s lung. The physician noticed it was not on the scope when he exited the et tube (endotracheal tube). The balloon was suctioned to the tip of the scope, retrieved through the et tube and the procedure was completed.